Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the haptic got stuck in the front of the shooter in the cartridge and consequently the haptic broke which was not noticed immediately. The surgeon reported the eye was not injured, the lens was removed and replaced through an enlarged incision, and there was delay in surgery of 20 minutes. The surgeon stated he doesn't believe the event is caused by an "insufficient quality of the lens", rather the injector is probably responsible for the event. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. Additional info has been requested. (B)(4).